Manufacturer narrative:
If implanted; give date: n/a (not applicable). The information provided reasonably suggests that the intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The information provided reasonably suggests that the intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens was opened from the packaging, the user noticed it was not packaged in a sterile pack at all and it was noted the seal was not broken. No additional information was provided.

Manufacturer narrative:
During follow up, it was clarified that the inner package was open but the tape on the outside of the box was still sealed. They immediately recognized the issue and there was no patient contact. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number 2648035-2017-01156. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section g7: in review of the file it was noted that MDR follow up #3 was submitted on august 8, 2017, but should have been submitted as follow up #2. This current supplemental report should reflect follow up #3 however cannot be submitted as #3 as a #3 has already been submitted into the emdr system. Therefore, this report is being submitted as #4. Section d10: device available for evaluation?: yes, returned to manufacturer on 08/18/2017. Section h3: device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The box was opened and only the lens case with the lens inside was received. The inner and outer pouches of the lens case were not received. Visual inspection at 10x microscope magnification showed particles and fibers on the optic of the lens. Due to the condition of the sample received and the inner and outer pouches not being returned, the complaint cannot be verified. All pertinent information available to abbott medical optics has been submitted. H3 other text : placeholder.